Event description:
The initial reporter stated they received discrepant results for 8 patient samples tested with creatinine jaffe gen.2 on a cobas 6000 c501 module. No units of measure were provided. The patient samples were repeated on a second analyzer. The field service engineer cleaned the sample probe and ran air purges. A cell blank measurement and mechanism check were performed; the results were acceptable. The user then repeated all samples on the c 501 system. The first sample initially resulted in a creatinine value of 2291 and it repeated as 193. When repeated on a second analyzer, the result was 192. The second sample initially resulted in a creatinine value of 807 and it repeated as 55. When repeated on a second analyzer, the result was 54. The third sample initially resulted in a creatinine value of 808. When repeated on a second analyzer, the result was 54. The fourth sample initially resulted in a creatinine value of 852 and it repeated as 58. When repeated on a second analyzer, the result was 55. The fifth sample initially resulted in a creatinine value of 1229 and it repeated as 94. When repeated on a second analyzer, the result was 92. The sixth sample initially resulted in a creatinine value of 1034 and it repeated as 77. When repeated on a second analyzer, the result was 73. The seventh sample initially resulted in a creatinine value of 747 and it repeated as 48. When repeated on a second analyzer, the result was 43. The eighth sample initially resulted in a creatinine value of 1579 and it repeated as 124. When repeated on a second analyzer, the result was 124.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The field applications specialist cleaned the probe and performed mechanism checks. The investigation determined that the service actions (probe cleaning) resolved the issue.